Event description:
It was reported that the patient experienced Inconclusive insulin flow block which leads to hospital over the weekend due to occlusions and she continues to get occlusions. She did just speak with her HCP, and she will transition to MDI for now on (b)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was Invalid.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.Reporting Site: 8021545.Manufacturing Site: 3003442380.Validation error was observed for the outcome "Required Intervention to Prevent Permanent Impairment/Damage (Devices)." The outcome was removed from the Outcomes Attributed to AE tab; however, the outcome remains documented within the complaint information. The case was updated and resubmitted.